Manufacturer narrative:
An investigation into the reported issue has determined this incident has already been captured under manufacturer report number 9616066-2020-02434 or pr# (B)(4). The product defects and incident which occurred and reported under this complaint have already been provided, therefore this complaint can be disregarded.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced air in line alarm during use and leakage. The following information was provided by the initial reporter: the infusion was started at 1255 and the nurse opened the chamber because the pump was saying air in line at 1312. The patient was not injured during the episode . The nurse did have medication sprayed on her.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced air in line alarm during use and leakage. The following information was provided by the initial reporter: the infusion was started at 1255 and the nurse opened the chamber because the pump was saying air in line at 1312. The patient was not injured during the episode . The nurse did have medication sprayed on her.